Manufacturer narrative:
Concomitant medical products: 6947-65, lead, implanted: (B)(6) 2010. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that post-sense t-wave oversensing (twos) was observed during a non-sustained ventricular tachycardia episode. In addition, the right ventricular (rv) lead has exhibited chronically low r-wave measurements. The lead remains in use. It was further reported that the right atrial (ra) lead has low lead impedance. The lead remains in use. No patient complications have been reported as a result of this event.